Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04417. It was reported the patient experienced ineffective stimulation. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received shows that patient got their system explanted on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.